Event description:
Customer reported one pt with an irregular ablation. No pt harm reported and no further info was provided.

Manufacturer narrative:
During the onsite investigation, the service tech could not find any problems with the laser. The laser was working per specifications. Root cause could not be determined. (B)(4).